Manufacturer narrative:
The technician replaced the center arm assembly to repair the bed.

Event description:
Info received indicates the left head siderail center arm assembly was broken and the siderail wouldn't latch.